Manufacturer narrative:
Philips service replaced the ip pc and tested the system, handing it over in working condition. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that system hang during procedure; ip pc replaced and ram reset on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.